Event description:
The customer contacted baxter's technical service center to report an issue of a damaged disposable cassette while using the home choice (hc) device during initial drain . The care giver(cg) stated there was a hole in the tubing on the supply line. The cg requested assistance to end therapy so that she can start over with new supplies. The cg stated that she saw a puncture in the supply line. The baxter technical representative (tsr) assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance spoke with care giver regarding the reported issues. The cg stated that the cassette with the hole in the tubing was discarded. They did not how the tubing got punctured. They were trying to remove the cassette and hence got the alarm se 2084. The patient is continuing therapy at this time. They did not find any issue with other cassettes or disposable supplies. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.